Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted 31.2 months, was emitting tones and displayed an elective replacement indicator (eri) with a monitoring voltage of 2.38 volts. There is a concern that the battery depleted prematurely.